Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was placed into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with endometrial ablation using a novasure device due to sui. Following insertion, the patient experienced pain, infection, pain during sexual intercourse, and bleeding. On (B)(6) 2012, a corrective sling procedure was performed. (B)(4).